Event description:
Implants placed in 1978, ruptured in 1988 and were replaced. Rptr claims to have had three capsular contractures, unk if closed capsulotomies were performed. She currently does not have implants, and claims calcium deposits occurred. Biopsies were done on tissue samples and examined pathologically. Implants were placed for augmentation. Silicone has been confirmed outside the breast scar tissue capsule in the chest. Rptr has one child born since implantation that rptr suspects was affected by silicone breast implants. This child is severely learning disabled, and the rptr's child born prior to the implantation is "normal". Rptr has been diagnosed with the following conditions after implantation: peripheral neuropathy, other neuropathy, carpal tunnel syndrome, brain lesion, cognitive changes, anxiety/depression, organisational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused; balance disturbances/vertigo/dizziness, chest/rib cage pain and or burning sensation, elevated cholesterol or triglicerides, blurred vision, thyroid problems, chronic swelling, chronic discoloration (red), heat or cold sensitivities, frequent low grade fevers, chronic constipation, esophagitis, duodenitis and or gastritis, unusual excessive bleeding, substantial hair loss not connected to medication, frequent migraines/severe headaches, premature ventricular contraction and mitral valve prolapse, hypersensitivity or allergies to chemicals, molds, dust and pollen, insect bites or stings; connective tissue disease, atypical lupus, inflammation, swelling, pain of joints, persistent joint stiffness, pneumonia (in hosp 10 days), lymphadenopathy, chronic swollen lymph nodes under arms, chronic unexplained muscle spasms, muscle pain and burning, fibromyalgia, unexplained rashes, sun sensitivity, unexplained severe itching, chronic insomnia that comes and goes in months/cycles; non-restorative sleep, chronic fatigue syndrome, long term extreme fatigue, granulomas or silicanomas, clumsiness/dropping things, and misjudge distance/run into objects, numb fingers and toes, nipple depression and "cfs".